Manufacturer narrative:
The hcu 30 temperature can not be adjusted. The most probable root cause for the reported failure "no temperature adjustment" was that the pin of the 3 way valve could not be pressed normally with the actuator. Thus the reported failure ' no temperature adjustment' can be confirmed. The failure occurred during treatment. The hcu 30 which was used, was responsible for this complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The hcu 30 temperature adjustment not worked. Complaint number: (B)(4).